Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion was located in the severely tortuous and mild to moderately calcified ostial of proximal left circumflex artery. The lesion contained >45 and <90 degrees bend. A 3.50x16mm promus element ¿ stent was advanced to treat the lesion, however, resistance was encountered. The device was unable to cross the lesion and as a result, the stent was damaged. The physician removed the device and exchanged 3-5x12mm promus element ¿ stent which also unable to cross the lesion. The second promus element ¿ stent was retrieved and the procedure was not completed due to another reason. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion was located in the severely tortuous and mild to moderately calcified ostial of proximal left circumflex artery. The lesion contained >45 and <90 degrees bend. A 3.50x16mm promus element stent was advanced to treat the lesion, however, resistance was encountered. The device was unable to cross the lesion and as a result, the stent was damaged. The physician removed the device and exchanged 3-5x12mm promus element stent which also unable to cross the lesion. The second promus element stent was retrieved and the procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable.